Manufacturer narrative:
The event unit was returned for evaluation. Upon inspection, engineering confirmed that an internal component of the seal was dislodged from one of the trocar sleeves. The most likely root cause of the trocar internal component dislodgement is the insertion of an angular or bent instrument. The instructions for use (IFU), warns that "extra care should be used when inserting angular and asymmetrical instruments." All instruments should be centered axially when inserted through the shield to prevent dislodgement. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information received via email from customer on november 9, 2016: 5mm grasper and storz forceps were used during surgery. After 3 or 4 hours, the surgeon found the plastics parts came out from the port.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic colectomy (sigmoid colon)- "after 4hrs from starting the procedure, the surgeon found that the shield (small parts inside of port ) was taken out from the port. The parts was found outside of the patient. Then, the whole product was replaced to new one and the surgeon completed the procedure. There was no injury to the patient. The ports were returned to ml and can be send back to applied on your request." Additional information received via email from customer on (B)(6) 2016 - port can be returned, but the gelseal cap and alexis were not available because the hospital threw them away. Pictures have been attached. Patient status- "no problem."